Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user's wife stated base is cracked where the leg actuator connects to the motor. She stated it was cracked when the tech assembled the unit.